Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl. Customer states insulin pump was on auto mode from last few days. Customer states insulin pump had insulin pump error. Customer also states that the insulin pump was defective. The customer reported that the insulin pump had no delivery alarm in the past. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Device communicated properly with test guardian link transmitter. No auto mode anomalies or suspend anomalies noted during testing. Pump error 63 (variable 3) was present in the device trace download and pump error 63 (variable 3) alarmed during self test due to broken trace on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.